Event description:
It was reported that the caller thought that the patient had had another implantable neurostimulator (ins) replaced after a short period of time. It was noted that they could not state when this occurred.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2005 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2005 (B)(6); product type lead. (B)(4).